Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged 1268-100 radiolucent targeting arm batch number: 220993 was received for investigation. Visual evaluation of the returned device noted that the green button was no longer attached to the device and was missing. Further visual evaluation noted the internal component for the buttons was loose. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 08-dec-2022. Refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/10/2025, a sales representative reported via (B)(4) that a 1268-100 radiolucent targeting arms green plastic push button popped out and landed on the floor. This occurred during a procedure. Once they began to insert the nail over the ball nose guide wire, the surgeon malleted the impactor pad to advance the nail. On his first strike, the green plastic push button popped out and landed on the floor. They were able to complete the procedure with no issues, and the patient was not harmed.